Event description:
It was reported by the customer that during a wisdom tooth removal, he felt the handpiece begin to head up; then it was noticed that the bur guard melted onto the handpiece. Another handpiece was used to complete the case. It was reported by the customer that no user or pt injury occurred.

Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the eval, the technician noted visual evidence that the bur melted; the bur guard was pushed up past the shoulder of the spindle housing. Most likely the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.